Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation confirmed the hole in the hose flex opening due to wear and the part was replaced. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from the USA stating the device had cord damage. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.